Event description:
It was later reported that the existing lead was capped and replaced with a durata lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple inappropriate hv therapy due to noise being sensed as vt. Review of the stored egms confirmed the lead anomaly. It is recommended that the lead be replaced immediately.